Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03149. The patient received 2 scs leads with different lot numbers. It was reported during the patient¿s permanent procedure, he experienced a dural puncture which caused a csf leak. Subsequently, a blood patch was performed and the procedure was completed. It was also reported the patient did not experience any csf leakage symptoms after the procedure.